Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer took a long time to boot up after repeatedly going through reboots. The client reports trying the service disk on the programmer, but this did not resolve the error. The programmer is to be returned for repair. There were no patient complications reported as a result of this event.